Event description:
It was reported that the shaver handpiece was leaking at the blade end. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation and the reported problem was found to be related to a missing collet o-ring. Further evaluation found this handpiece has the potential to operate on its own related to a power control board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.